Event description:
For the treatment of a sore shoulder the reporter wore this patch for 8 hrs. When she removed it her skin had gouges from the patch. She has normal skin, with no sensitivities, no cuts or abrasions prior to wearing the patch. She did not report any treatment or medical intervention for the affected area. She has used similar products in the past without incident.